Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4); stockert 70 system, model #: m-5463-01, serial #: (B)(4); cool flow pump, model #: m-5491-01, serial #: (B)(4); pentaray catheter, model #: unk, lot #: unk. This event is also reported under this product. (B)(4).

Event description:
During an ischemic ventricular tachycardia, it was reported that the patient's blood pressure was fluctuating and the patient was complaining of back pain. The case was aborted. It was stated several hours after the case was aborted the patient had retroperitoneal bleeding. Additional information received stated the pentaray nav catheter was inserted into the iliac artery but was unable to cross an eccentric plaque present upon imaging the artery with radiopaque contrast. The pentaray catheter was removed and a long sheath was inserted over the wire in an attempt to pass the lesion. However the pentaray was again inserted and was unable to cross the iliac lesion. The pentaray catheter was removed and the thermocool sf catheter was then inserted to attempt to cross the lesion but was unsuccessful. The thermocool sf was then removed and a glide wire was inserted and was able to cross the lesion. The patient at this time was complaining of back pain with manipulation of the wire and sheath the patients blood pressure was also noted to be significantly lower than baseline. The glide wire was removed and the thermocool sf catheter was again reinserted and was able to cross the lesion. The physician decided to abort the procedure from the retroaortic approach and perform the procedure from a transseptal approach. The blood pressure was again noted to be fluctuating lower than baseline with the patient complaining of significant back pain. The patient was also noted by the physician and nursing staff to be pallor and diaphoretic. The procedure was aborted at this point. The patient was found to have a retro peritoneal bleeding. The patient was sent to have a catscan and later an angiogram in interventional radiology. The patient was found to be stable but due to radiologic contrast decreased kidney function.